Event description:
A customer contacted baxter technical services(bts) regarding assistance with a high drain 104 alarm during therapy on the homechoice machine(hc). The home patient(hp) stated they did not have any problem during therapy. The technical service representative(tsr) assisted the hp to press go to continue with the setup. The hp stated the nurse was aware. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was confirmed over the phone. The device passed both the hc return instrument test / evaluation (rite) electrical test and the rite functional test. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The assignable cause was undetermined.